Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after the guidewire and the assembly were inserted, the angio-seal device was inserted without problem. However, after the angio-seal device was locked for second time and was attempted to be pulled back, the anchor was not positioned against the vessel wall, and the sheath and the device were withdrawn together without any resistance. Since the wire was already removed, the angio-seal device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. It was confirmed that the anchor was sticking out from the tip of the sheath. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position. The anchor has fully exited and located at the end of the sheath with collagen exposed to blood like substance partially exposed. No other visual anomalies were noted. Functional testing was performed. Digital force was applied to the anchor and the suture unspooled as intended with collagen however the tamper tube did not release from the sheath. Then, the device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. There were no anomalies were noted with the tamper tube. No other anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was either re-positioned or re-inserted into the artery after posting the anchor which may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.